Event description:
A customer reported experiencing a cartridge alarm 20 issue that did not adversely impact their blood glucose levels. The issue did not occur during the loading process, and no prior alarms with this pump serial number were reported. Technical support decided to replace the pump, confirming the customer's pump was under warranty until november 2026. They informed the customer that the new pump would not be compatible with the current fsl2+ sensors and advised contacting a healthcare provider for a compatible alternative. Instructions were provided to return the existing pump in storage mode using a pre-paid label within ten days to avoid charges. The customer understood and acknowledged these instructions and was advised to program their settings into the replacement pump.